Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not duplicate the problem. The database indicated that the high voltage regulator board could be suspect in this case, as well as one of the ribbon cables. He replaced both and completed the high voltage set-up. He utilized all necessary esd tools and verified proper operation of the system.

Event description:
The customer reported that the image intermittently appeared gray.